Event description:
I would like to bring to your attention an issue with the zoll m series bi-phasic defibrillators. I have seen an almost 100% failure of the front keypanels on these devices. Often the button that is defective is one of the most crucial ones such as charge and shock. Zoll has treated these as standard wear and tear repairs but I believe this to be a manufacturing defect. I work with hundreds of different devices and many have membrane panels. I have never seen this large a percentage of defects on models that have considerably more use on the keypanels -such as infusion pumps, ECG machines-. I think this could easily turn into a life safety issue.